Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the ICD therapies and detections had previously been programmed off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "have a problem" with their implantable cardioverter defibrillator (ICD) which previously triggered elective replacement indicator (eri) with charge circuit inactive (cci). The patient indicated that programming was previously attempted to mitigate alert tones and capacitor formations, however "the device still tries to form a capacitor at 6 month intervals resulting in raising charge circuit timeout (ccto) alarm that is alerting every 20 hours making the normal life completely impossible" requiring an interrogation "just to clear the alarm". The patient then stated that "explanting of the device is currently postponed due to other clinical reasons" and inquired how to disable the alert for ccto "which makes no sense since the charge circuit is already inactive". The patient believed that the continuous attempt to form a capacitor charge and subsequent alerts being re-triggered was "unnecessary and is in fact a software error", however it was explained to the patient that the observed behavior is considered expected for an ICD beyond end of service (eos). It was also explained that the alert for ccto needed to be "closed" rather than "cleared", otherwise the charge circuit remains active and would continue to attempt to automatically attempt to form a charge every 6 months and re-trigger the alert. The ICD remains implanted. No patient complications have been reported as a result of this event.